Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there were deformed screw heads. Further problems with this system occurred for this surgeon. The screwdriver was re-engaged into the screw heads in order to re-positon the plate during a orthognathic case, in the mandible. Only the screws were backed out as the screw head was deformed at the second contact with the screwdriver/insertion. Vital time and stress were added to the operation, in removing the screws. The surgeon felt the screw head material was much less durable than the previous systems, causing issues with re-engagement, which is part of the requirement. The screw was returned for examination after the sterilization was complete. The surgeon also reported having problems removing the screws within 20 minutes into operating patients with implants at least 2 years old. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates that the cruciform recesses of the screw is deformed as reported. The relevant dimensions of the cruciform recesses were checked and no deviation was found. An energy dispersive x-ray analysis was made which confirmed that the correct material was used. A review of the manufacturing documents could not be completed, as the lot number was not provided. The seating of the screw with the screwdriver may not have been optimal. No product fault could be detected. (B)(4)

Event description:
This is report 1 of 1 for complaint # (B)(4).